Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 9 previously reported events are included in this follow-up record. Product return status: 9 devices were received.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 5 events had the problem identified during a non-clinical procedure; there was no patient involvement. 3 events had patient involvement; no patient impact. 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11. 9 previously reported events are included in this follow-up record. Product return status: 9 devices were received.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 5 events had the problem identified during a non-clinical procedure; there was no patient involvement. 3 events had patient involvement; no patient impact. 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 9 events were reported for this quarter. Product return status 8 devices were received. 1 device investigation type has not yet been determined. Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. - 5 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 3 events had patient involvement; no patient impact. - 1 event had insufficient information received.